Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
The following information was obtained from an abstract titled "larger malleable rod diameter is associated with more complications and less patient satisfaction". This study compared patients with genesis size 9.5 or 11 with patients with genesis size 13. Major complications rate (infection, erosion and removal) was significantly higher in patients with size 13, with less patient satisfaction.